Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no complaint on the right atrial (ra) lead. It was clarified that the lead was removed during the right ventricular (rv) lead replacement unintentionally and it will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance, low impedance, and oversensing. A lead fracture was suspected. Additionally, it was indicted that the right atrial (ra) lead also had problems. Both the rv and ra leads was explanted and replaced. No patient complications have been reported as a result of this event.